Event description:
On (B)(6) 2011, pt's wife reported the pt's infusion device down button is not responding. Wife stated that both of the up and down buttons are erratic in responding. Wife reported the pt first noticed the issue about 3-4 months ago. Wife stated he has to press the buttons several times to get them to respond although they do eventually respond. Wife reported the buttons pop back out when pressed and released. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.